Manufacturer narrative:
(B)(4). Final analysis found external abrasion exposing the outer coil at 17.5 cm to 17.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon device interrogation, both the right ventricular lead and right atrial lead exhibited noise; the noise resulted in pacing inhibition. The patient was asymptomatic. The noise could be reproduced in clinic with isometrics. The leads were explanted and replaced. No additional information was reported.